Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information was obtained from the field indicating that the selected branch was not suited for this lead that the physician could not place the entire lead in the vessel properly.

Manufacturer narrative:
This supplemental correction report was created to capture updates on d2a: common device name.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information was obtained from the field indicating that the selected branch was not suited for this lead that the physician could not place the entire lead in the vessel properly.